Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain chronic and acute pain/chronic') and autoimmune disorder ('autoimmune diagnosed') in a 36-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included body mass index high. Concomitant products included celecoxib (celexa) since (B)(6) 2016, ibuprofen since (B)(6) 2016 and lorazepam since (B)(6) 2016. On (B)(6) 2016, the patient had essure (ess205) inserted. In (B)(6) 2016, the patient experienced tooth disorder ("dental problems") and allergy to metals ("nickel allergy"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"), feeling abnormal ("hormonal changes ¿ brain fog"), memory impairment ("hormonal changes:memory issues"), anxiety ("psychological or psychiatric problems ¿ anxiety/psych injury") and depression ("psychological or psychiatric problems ¿ depression/psych injury") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pain ("autoimmune disorder type of disorder: chronic pain"), 1 year 1 month after insertion of essure (ess205). On an unknown date, the patient experienced neck pain ("neck pain"), musculoskeletal pain ("shoulder pain"), back pain ("upper and lower back pain"), polyarthritis ("joints (full body) inflammation"), complication of device insertion ("complications or problems at the time of your essure procedure") and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy(full) with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, tooth disorder, fatigue, feeling abnormal, memory impairment, allergy to metals, anxiety, depression, weight increased, pain, neck pain, musculoskeletal pain, back pain, complication of device insertion and autoimmune disorder outcome was unknown and the polyarthritis had resolved. The reporter considered allergy to metals, anxiety, autoimmune disorder, back pain, complication of device insertion, depression, fatigue, feeling abnormal, memory impairment, musculoskeletal pain, neck pain, pain, pelvic pain, polyarthritis, tooth disorder and weight increased to be related to essure (ess205). The reporter commented: essure insertion on (B)(6) 2016 final attempt as per plaintiff fact sheet patient received treatment for- pain, autoimmune disorder and psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.2 kg/sqm. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: event was added- autoimmune diagnosed and psych injury clubbed with depression. Patient dob was updated and reporter information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain chronic and acute pain/chronic') and autoimmune disorder ('autoimmune diagnosed') in a 36-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included body mass index high. Previously administered products included for prevent pregnancy: iud from 2004 to (B)(6) 2006 and depo provera from 2002 to 2003. Concomitant products included celecoxib (celexa) since (B)(6) 2016, hydrocodone from (B)(6) 2008 to (B)(6) 2009, ibuprofen from (B)(6) 2008 to (B)(6) 2018 and lorazepam since (B)(6) 2016. In (B)(6) 2008, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"), allergy to metals ("nickel allergy") and abdominal distension ("hormonal changes describe: bloating"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"), feeling abnormal ("hormonal changes ¿ brain fog"), memory impairment ("hormonal changes:memory issues"), anxiety ("psychological or psychiatric problems ¿ anxiety/psych injury") and depression ("psychological or psychiatric problems ¿ depression/psych injury") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pain ("autoimmune disorder type of disorder: chronic pain"), 1 year 1 month after insertion of essure (ess205). On an unknown date, the patient experienced neck pain ("neck pain"), musculoskeletal pain ("shoulder pain"), back pain ("upper and lower back pain"), polyarthritis ("joints (full body) inflammtion"), complication of device insertion ("complications or problems at the time of your essure procedure"), autoimmune disorder (seriousness criterion medically significant), urticaria ("rashes or skin conditions type: hives") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy(full) with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and abdominal pain was resolving, the tooth disorder, polyarthritis, vaginal haemorrhage and menorrhagia had resolved and the fatigue, feeling abnormal, memory impairment, allergy to metals, anxiety, depression, weight increased, pain, neck pain, musculoskeletal pain, back pain, complication of device insertion, autoimmune disorder, abdominal distension, urticaria and ovarian cyst outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, autoimmune disorder, back pain, complication of device insertion, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, memory impairment, menorrhagia, musculoskeletal pain, neck pain, ovarian cyst, pain, pelvic pain, polyarthritis, tooth disorder, urticaria, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: essure insertion on (B)(6) 2016 final attempt as per plaintiff fact sheet patient received treatment for- pain, autoimmune disorder and psych injury discrepancy noted in date of insertion (B)(6) 2016 and (B)(6) 2008. Discrepancy noted in date of removal (B)(6) 2018 and (B)(6) 2018. Current weight 143 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.2 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), hormonal changes describe: bloating, rashes or skin conditions type: hives, reproductive system disorder or condition type of disorder or condition: ovarian cysts, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain. Outcome of event pelvic pain and tooth disorder were updated. Historical drug, concomitant drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain chronic and acute pain') in a (B)(6) year old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included body mass index. Concomitant products included celecoxib (celexa) since (B)(6) 2016, ibuprofen since (B)(6) 2016 and lorazepam since (B)(6) 2016. On (B)(6) 2016, the patient had essure (ess205) inserted. In (B)(6) 2016, the patient experienced tooth disorder ("dental problems") and allergy to metals ("nickel allergy"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"), feeling abnormal ("hormonal changes ¿ brain fog"), memory impairment ("hormonal changes: memory issues"), anxiety ("psychological or psychiatric problems ¿ anxiety") and depression ("psychological or psychiatric problems ¿ depression") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pain ("autoimmune disorder type of disorder: chronic pain"), 1 year 1 month after insertion of essure (ess205). On an unknown date, the patient experienced neck pain ("neck pain"), musculoskeletal pain ("shoulder pain"), back pain ("upper and lower back pain"), inflammation ("joints (full body) inflammation") and complication of device insertion ("complications or problems at the time of your essure procedure"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, tooth disorder, fatigue, feeling abnormal, memory impairment, allergy to metals, anxiety, depression, weight increased, pain, neck pain, musculoskeletal pain, back pain and complication of device insertion outcome was unknown and the inflammation had resolved. The reporter considered allergy to metals, anxiety, back pain, complication of device insertion, depression, fatigue, feeling abnormal, inflammation, memory impairment, musculoskeletal pain, neck pain, pain, pelvic pain, tooth disorder and weight increased to be related to essure (ess205). The reporter commented: essure insertion on (B)(6) 2016 final attempt as per plaintiff fact sheet. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.2 kg/sqm. Most recent follow-up information incorporated above includes: on 2-aug-2019: plaintiff fact sheet received, new reporter, patient demographic information, essure indication, start stop date,concomitant medication and event injury to herself replaced with dental problems; fatigue; hormonal changes brain fog and memory problems, nickel allergy; pain; psychological or psychiatric problems anxiety and depression; salpingectomy (bilateral); weight gain pain chronic and acute pain , neck and shoulder pain,upper and lower back pain,joints (full body) inflammation,complications or problems at the time of your essure procedure and essure confirmation test(s) conducted, specify no were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.